Manufacturer narrative:
(B)(4) batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Photographic analysis: three photos were provided; the first and third pictures shows a part of tissue with staple present, an unformed staple can be seen the second picture shows a tyvek with a lot number m4ja2p, exp date 2020/ 11/30. Based on the photo alone the event describe is confirmed.  Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during the colectomy procedure, a blue charge loosened a clamp, and did not perform stapling. Patient bled heavily postoperatively, and had a fever. Doctor who operated passed this information.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: m5647t. Investigation summary: the analysis results showed that one ecr60b cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Three photos were provided; the first and third pictures shows a part of tissue with staple present, an unformed staple can be seen the second picture shows a tyvek with a lot number m4ja2p, exp date 2020/ 11/30. Based on the photo alone the event describe is confirmed.  Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information requested and received: what was the indications for procedure? Patient had a lesion in the intestinal loop, and for this reason the partial colectomy procedure was indicated. What is meant by blue charge loosened a clamp and did not perform stapling? The recharge did not staple its whole line, because in a certain place there was an opening, where an over-suture had to be made. How long post-op did event occur? The patient stayed at the hospital until recovering and after that was discharged. Sales rep does not know how many days until discharge. What was done intraoperatively to address issue? An over-suture was made in the place where the stapling opened. How was the bleeding identified? There was excessive bleeding in the clipping line. How was the bleeding addressed? The surgeon informed at the time of surgery that the bleeding was due to the stapling line that was not formed correctly. What does the surgeon believe was the cause of the fever? The surgeon reported that due to excessive bleeding, the patient had these complications intra- and post-operatory. Was the second event mentioned reported? Yes, it was reported. What is the current patient status? Patient was discharged and is well.